Manufacturer narrative:
Company representative evaluated the system. Corrections included resetting the system's switch. Problem was resolved. (B)(4). (Exemption #e2015032).

Event description:
Customer reported the panorama central station had lost communication, which may have affected telemetry monitoring. No patient injury was reported.